Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for high blood glucose. Customer's blood glucose was 600 mg/dl. Customer having issue with insulin pump and customer's physician thinks it's the pump as well. Customer getting highs and lows, very brittle. Customer reported that it has been happening 3-4 months and was taken off and put on shots for 2 months. Customer reported that blood glucose run from 600 m/dl to under 40 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.